Manufacturer narrative:
No product problem detected. Implant dislocated in sinus cavity 3 weeks after implantation and had to be removed. Another surgical intervention was necessary.dentist should have consulted instruction for use to prevent this from happen. The implant has been incorrectly specified by the dentist. The product analysis revealed implant type k1076.4309 (camlog progressive line implant).

Event description:
Implant dislocated in sinus cavity.